Event description:
Update (B)(4) 2013 product/lot information.

Event description:
Patient had continued left knee pain following the procedure, and some grating, no evidence of infection clinically or histologically.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.